Event description:
It was reported that the user experienced a severe high blood glucose event while using the device, with no additional contextual details available. Symptoms included hypoglycemia was not reported; no specific clinical symptoms were provided. Outcomes included insufficient information regarding impact. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, no specific medical device problem was identified, and there was insufficient information to identify an affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.